Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v749517, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient wished she had never gotten the device implanted because it had been a nightmare since implant. She had some therapy benefit, but she was still having symptoms of her bladder filling and then gushing out without notice. She reported having ¿maxplasti¿ procedures on (B)(6) 2011 and (B)(6) 2012, but it was unclear what this procedure referred to or what it was for. The patient¿s doctor prescribed the oral medical vesicare on (B)(6) 2012. Due to a glaucoma diagnosis, the medication permanently damaged her eyes. She took the medication for two weeks, she saw her doctor, and she was told to stop taking the medication. The patient was having really bad pain. She had some back pain prior to device implant, but her back had gotten much worse in the past two years and now she could hardly walk. The worst pain was on the left side, which was the opposite side of her device, although it also hurt some on her right side, which was the side with the device. When the wire was put in, it was on the left side, but the doctor took it out and put it on the right side. After implant the patient had some trouble with her left leg when trying to step up. Her doctor thought maybe they hit a nerve at implant. The patient had trouble standing and sweeping the floor, she couldn¿t stand up long enough, and she didn¿t know if the device was hitting nerves and making it worse. Her doctor had prescribed physical therapy and chiropractic care for her back pain. The patient was still leaking a little bit and her doctor told her to use an intone device to stimulate the bladder. She started therapy on (B)(6) 2012 and used it for a couple of months in order to make her bladder work better, but it was very painful. She felt pain in her back ¿so bad¿ around her leads. She got so sore she thought she was ¿going to die.¿ she used it for a couple of months and then got so sore she couldn¿t stand it. The pain got worse until after using the device. The patient had been getting worse, she¿d get up in the night, she¿d be in severe pain, and she would just start going to the bathroom. Due to the pain, the patient had a myelogram and found out she had severe spinal cord compression on (B)(6) 2013. The condition she had with compression could cause bladder problems. She turned the device off that night before bed and thought it was helping a little bit. She also consulted with her doctor.